Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was not received at the facility and hence no evaluation was conducted. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) it was reported that the 01970110 quadrox-I oxygenator without filter (lot number 70068660) was leaking blood from the bottom during bypass surgery. A broken fiber was suspected to be the cause. The customer elected to replace the device. There was no patient impact. (B)(4).